Manufacturer narrative:
Previously reported with MDR# 1218950-2017-00503. Updated information received indicate correct device is an frx.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
(B)(4).